Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was a 3mm inaccuracy on the left side during a case with all instruments being used. The manufacturer representative (rep) was unable to recover the previous registration because the registration frame was accidentally changed, and the original non-invasive patient tracker (nipt) used had already been scrapped. Upon reviewing the registration model, it was observed that the 3d model contained remnants of the patient¿s hair, some of which were floating in mid-air. This could have contributed to the inaccuracy. There was less than one hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: h3: analysis of the navigation system (serial #: (B)(6) found no fault. The system performed as intended. H6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A11 was coded for inaccuracy. A0908 was coded for 3d model contained remnants of the patient¿s hair, some of which were floating in mid-air. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h6 correction: the system was previously serviced with no fault, but fdm, fdr and fdc codes did not properly reflect the servicing. See corrected codes b01, c19, and d14 to reflect the previously reported servicing. Imf code f1909 removed, updated to f1908 to reflect the surgical delay. H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. As mentioned in the description of the event, "the model contained remnants of the patient's hair, some of which were floating in mid-air." This could have contributed to the inaccuracy, but it could not be confirmed as the cause for the reported issue. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.